Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro caused "burning" to a patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Addition information per sales rep. On (B)(6) 2017 dd what I was told from the pa who used it was that the hp was plugged into the generator and inserted through the cannula into the patient. It was at this point when the pa noticed smoke in the tunnel and burning of tissue without the handle/switch being engaged in the on position. The device was removed and the pa proceeded to open the leg to surgically remove the vein as it was an emergency. No patient injury as far as I understand so far.

Manufacturer narrative:
(B)(4). The severity of the complaint has been corrected from adverse event to product problem. There were no burns to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated. There were no burns to the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of clinical usage and blood were observed. Upon investigation, it was discovered that the wire was flexed at the center and detached at the tip, while remaining attached at the base. The silicone covering was also observed to be peeled on the hot jaw. A pre-cautery test, and polyfuse test were both ran for the reported failure "device remains activated". The device powered on and heated as normal once the toggle was pulled, and deactivated as soon as the toggle was released. The device did not self activate. Also the handle was opened and examined for any possible internal damage. Upon internal observation of the handle, there were no signs of damage present. There were no signs of blood or any contamination on or around the switch. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure "device remains activated" but was confirmed for the analyzed failures "bent wire" and "peeled jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro caused "burning" to a patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Addition information per sales rep. (B)(6) 2017 dd what I was told from the pa who used it was that the hp was plugged into the generator and inserted through the cannula into the patient. It was at this point when the pa noticed smoke in the tunnel and burning of tissue without the handle/switch being engaged in the on position. The device was removed and the pa proceeded to open the leg to surgically remove the vein as it was an emergency. No patient injury as far as I understand so far.

Manufacturer narrative:
(B)(4). Changed from "product problem' to " adverse event" because an intervention was required. The procedure was changed from evh to ovh. Was corrected to capture the intervention.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro self activated. There were no burns to the patient. Device was removed and the pa proceeded to open the leg to surgically remove the vein as it was an emergency. The procedure was changed from evh to ovh. The hospital did not report any patient effects.